Event description:
It was reported that an error message would come and go on the 8800 system when the c-arm was moved (back and forth) from the apex position to the lateral position. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.